Manufacturer narrative:
Alleged failure: presence of plastic debris in the packaging of the arthroscopy burs the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be improper cleaning process, qc incoming, and in-process inspections. The material was not removed during the cleaning process. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foreign material inside the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foreign material inside the sterile packaging.